Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent fluctuating blood glucose (bg) levels (49-330 mg/dl). The cause for fluctuating bg levels is unknown. Customer delivered a bolus and set a temporary rate to address elevated bg levels, and consumed sugar to address low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed between (B)(6) 2017. Most low bg levels recorded occurred late afternoon. Basal rate settings have been adjusted down around these times since these events occurred. User occasionally makes bolus requests without entering current bg level and still having insulin on board (iob). User does not utilize the cgm option of their t:slim g4 pump. Higher basal rate settings may have caused low bg levels. Basal rate settings have since been lowered. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.